Manufacturer narrative:
The returned devices were analyzed and no anomalies were found.

Event description:
A report was received that during the implant procedure the patient coded on the table, the implanted devices were explanted so that the patient could be flipped over. It was noted that the event was due to the anesthesia and was not related to the devices. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5058103.

Event description:
A report was received that during the implant procedure the patient coded on the table, the implanted devices were explanted so that the patient could be flipped over. It was noted that the event was due to the anesthesia and was not related to the devices. The patient is doing well post operatively.